Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the monitor of the viewing station of the imaging system powered down when attempting to enter patient information. It was reported that the issue occurred multiple times after several reboots. Additionally, an error message was noted on the screen prior to the shut down. There was no patient present when this issue was identified. Troubleshooting found that the switch on the back of the imaging system was checked and the imaging system was then restarted without the issue recurring.